Event description:
It was later reported that the cause of the low flow alarms was unknown. The patient had an assumed cardiac arrest event on 12jun2023. Compressions were performed, and the patient received 1 dose of epinephrine. Return of spontaneous circulation was achieved, and the low flow events resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. In addition, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted controller event log files captured transient low flow hazard alarms on 12jun2023. Of note, pulsatility index (pi) values were elevated during the low flow events. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the hm3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 "introduction" provides an explanation of pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. It is also noted that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's respiratory status was not progressing and required inotropes. The patient experienced shortness of breath and tachypnea requiring intubation. Log file review captured routine events. On (B)(6) 2023 the patient had two brief low flow alarms followed by a ventricular tachycardia arrest. The speed was dropped from 5500 to 4500 during arrest. Follow up log file review contained a few low flow estimates as well as sustained low flow hazard events on (B)(6) 2023 between 2:53 pm - 2:55 pm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.